Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 480 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised the scroll bar did not move up or down without input from the patient. Customer advised they did not have the insulin pump on hand to further troubleshoot and that the patient was in the hospital for a non-diabetes related issue.